Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
Post-op a laparoscopic adjustable band procedure, during a routine adjustment in 2009, the surgeon was unable to evacuate any fluids due to a kink in the tubing. The port was replaced the next day. The patient is okay.